Event description:
An optometrist in germany reported that a pt experienced a bacterial eye infection about 6 months after starting the usage of complete to care for their 1 month disposable soft contact lenses which pt was wearing sporadically. Pt was hospitalized for 16 days in 2000. The optometrist indicated that an examination of the complete lens case in the hosp showed pseudomonas aeruginosa, klebsiella pneumonia and xanthomonas. Eventually pt will need a corneal transplant. Add'l info is being requested from the optometrist and the sponsor is attempting to obtain the hosp report.